Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle. When the hp returned the homechoice machine was in the following drain cycle and alarming. The hp reconnected themselves to the setup and attempted to resume therapy. Baxter's tsc assisted the hp in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident, per hp.